Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) and pacing leads had dislodged and exited through a secondary wound under the patients armpit. The entire pacing system was explanted. No patient complications have been reported as a result of this event.